Event description:
It was reported that an unspecified quantity of homechoice automated pd sets with cassette were leaking. The sets were leaking from a tear in the patient line. This was observed after use of the devices for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information added to g1: device manufacturer address 1: the product was manufactured at one of the following facilities: baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. Or baxter healthcare - mountain home 1900 n highway 201, mountain home, ar 72653, united states.

Manufacturer narrative:
B5: during follow up, it was stated the patient was given antibiotics for two days and their transfer set was changed due to the contamination. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted an inadequate heat seal bead on the patient line to the patient connector. Functional testing including leak and clear passage testing were performed and a leak was noted. The reported condition was verified. The cause of the condition was determined to be due to the rf (radio frequency) welding process during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.